Event description:
On or about (B)(6) 2016, patient underwent placement of an angiodynamics xcela product, model number: h965451830 and lot number: 137528000. The port was placed by dr. Valmore suprenant, m.d., at stony brook university hospital in stony brook, new york. The device was implanted for the purpose of administering chemotherapy. On or about june 22, 2017, patient presented to (B)(6) hospital after experiencing symptoms of an infection which was confirmed. On or about (B)(6) 2017, the patient's port was removed by dr. Valmore suprenant, m.d.

Manufacturer narrative:
Without returned product, the manufacturer could not conduct product investigation, therefore it is not possible to confirm the reported defect "infection". Documentary review showed no deviation. The related risk is identified in our risk management file. Therefore, complaint is classified as no definitive conclusion, unverifiable (no return product).